Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found with one grip bent. The damage was found near the base of the clip groove, causing a 0.014" offset at the tips. As a result, the clip could not be closed in the grips. Additional observation(s) related to customer reported complaint: the clip applier instrument failed the clip test due to misapplication of the clip. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would misfire. They found themselves doing a "chewing" motion that left a lot of room for mistakes. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage or anything out of the ordinary identified prior to use. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. Medium-large 10 mm clips were used. The target tissue was not greater than 10 mm nor larger than normal. The issue occurred at the first, second, and third application attempts. The issue was resolved after switching to the second clip applier they were using. The instrument is available for return to isi for evaluation. There are no videos or pictures as the surgeon wanted to complete the case without delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) isi has received the medium-large clip applier instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.